Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, the customer contacted intuitive technical support engineer (tse) to report an inverted image. During the case, site removed scope from the universal surgical manipulator (usm) and rotated to desired direction and cancelled guided tool change (gtc) and reinstalled scope and issue did not persist. The tse found no related errors in logs. The case did convert to open due to anatomy, unrelated to this complaint, and after this issue was resolved. The procedure was converted to open due to patient anatomy.